Manufacturer narrative:
Pump received with minor scratched lcd window, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained address/serial number label and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer could not read the screen of insulin pump because it was scratched. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshoot was declined for physical damage on pump. Customer was advised to discontinue use of the pump and revert to a back-up plan available. The insulin pump will be returned for analysis and the replacement will be sent to the customer.